Manufacturer narrative:
Product has been returned and product investigation completed. Analysis of the returned product is not able to provide relevant information for the dehiscence allegation; however, dehiscence is a known medical risk associated with the implantation of a device under the skin. As a result, evaluation conclusion code "known inherent risk of device" was selected.

Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted. The boston scientific representative called boston scientific technical services (ts) and reported the patient had been twiddling with the implanted icm and because of this the icm device was now partially protruding from the skin. The patient was subsequently seen at the clinic and the device was removed. No other devices have been implanted at this time. The icm device has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted. The boston scientific representative called boston scientific technical services (ts) and reported the patient had been twiddling with the implanted icm and because of this the icm device was now partially protruding from the skin. The patient was subsequently seen at the clinic and the device was removed. No other devices have been implanted at this time. The icm device will be returned for analysis. No additional adverse patient effects were reported.